Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited a motor error.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both rear labels were missing. Review of the event history log showed an occurrence of "error code 1871." During functional testing the pump exhibited "error code 1871." The investigation determined that a defective motor was the cause of the reported issue. The motor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.